Event description:
Pt fell and fractured femur slightly distal of femoral implant. Fracture fixed with 8" dall miles plaate. Pt fell2nd time fracturing plate through screw hole. Plate and original prosthesis replaced with long stem revision femoral prosthesis.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.